Event description:
As reported via legal documentation, a patient had bilateral knee replacement surgery on (B)(6) 2011. They underwent left knee revision surgery on (B)(6) 2021, approximately 10 years after their primary procedure. (B)(6) 2021 op report states that the patient presented with a painful and unstable left knee replacement. The patient noted to have aseptic loosening. X-ray demonstrated osteolysis and migration of the femoral component. MRI confirmed this and noted osteolysis and loosening of the patella. There was a very large calcific region lateral to the patella that was visualized on the merchant view that was excised. The liner was removed, and the femoral component was noted to be loose and was removed as well. There was significant fibrous tissue beneath it with osteolysis. Tibial component was also removed. The patient was transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report 1038671-2022-00119.